Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. The console was swapped out, but the issue persisted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: updated section b event description and date of event. Updated section d concomitant medical products. The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. There was no patient harm or adverse event reported.